Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to replace the pump and informed about the steps to follow upon receiving the replacement with updated software. Customer understood and acknowledged these instructions and will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Caller agreed to return the malfunctioning pump to tandem using the return box and prepaid label within 10 days.